Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for clavicle fractures. During the surgery, it was confirmed that the bit of the screwdriver shaft stardrive did not engage with the head of the 3.5 mm locking screw during screw insertion. The surgeon confirmed that the tip of the screwdriver shaft stardrive was deformed a little. The surgery was successfully completed without delay. Patient was stable. Concomitant devices: locking screw (part: unknown, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6. The visual inspection has shown that the tip of the screwdriver is deformed and the edges are rounded. All features related to the reported complaint condition were reviewed and no other issues were identified. The received condition of the screwdriver shaft stardrive is concordant with the complaint description and the complaint condition is confirmed. Unfortunately we are not able to determine the exact cause of this occurrence. We can only assume that the damage was caused due to an handling issue. It is likely that the device was not fully inserted into the screw recess. By this the force was not allocated on the whole cruciform during its use which finally lead to the malfunction. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device history lot part number:314.116. Synthes lot number: h442201. Supplier lot number: n/a. Release to warehouse date: 05feb2018. Expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.